Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for about one month. The reporter claimed there was a tear under the down button and moisture had gotten into the pump. The reporter stated that after the patient was caught out in the rain water was leaking from the tear in the keypad rubber and the display screen was foggy. The patient reported wore the pump attached to a belt and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation it was found that the keypad was torn across the down arrow, the up and contrast buttons were intermittently responsive, contamination was found under all key contacts, moisture was behind the display screen, and the pump fail a leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.